Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal.

Event description:
It was reported that high capture threshold was observed on the rv lead. Patient was asymptomatic. Lead imaging was performed and no dislodgement was observed. Lead impedance and r-wave values were normal and in range. Patient is dependent on the device. Lead was explanted and a new lead was implanted. Patient was stable post procedure.